Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was implanted, fractured, removed; reported via a reply card. Additional information was provided by a nurse manager that the iol was implanted, then noticed the haptic was broken/fractured so lens was exchanged during the initial procedure. There was no harm to the patient.